Manufacturer narrative:
The information related to initial reporter has been updated and provided in e1 section of this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e and g3 section.

Manufacturer narrative:
Retainer ring = black. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/ seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. On related svn's there was a sensor calibration anomaly complaint and a pump error 63 complaint. Unit was able to communicate with the guardian link 3 and the test plug. After calibration was completed, the unit displayed the 239 mg/dl test value on the pump screen. No communication anomaly or calibration anomaly noted during testing. No pump error 63 noted during testing. However, pump trace download confirmed pump error 63 (variable (B)(4)) on (B)(6) 2021 at 23:10:23.000 due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/ decreased volume with the audio feature functioning properly. No audio/ vibrate/ absence of alarm anomalies noted during testing. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on (B)(6) and the days prior to the event date. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospice care on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021. The caller stated that the customer had multiple myeloma that may have led to the customer's passing. The customer¿s blood glucose was 150 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. It was unknown if auto mode on the insulin pump was active or not during the event. The insulin pump had been disconnected 2 days prior to passing. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Retainer ring = black. Customer passed away on (B)(6) 2021. Pump was returned with no allegations. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. On related svn's there was a sensor calibration anomaly complaint and a pump error 63 complaint. Device was able to communicate with the guardian link 3 and the test plug. After calibration was completed, the unit displayed the 239 mg/dl test value on the insulin pump screen. No communication anomaly or calibration anomaly noted during testing. No pump error 63 noted during testing. However, pump trace download confirmed pump error 63 (variable 3) on (B)(6) 2021 at 23:10:23.000 due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 daily total of all insulin delivered = 0.6. (B)(6) 2021 daily total of all insulin delivered = 25.8. (B)(6) 2021 daily total of all insulin delivered = 20. (B)(6) 2021 daily total of all insulin delivered = 25.6. (B)(6) 2021 daily total of all insulin delivered = 18.6. (B)(6) 2021 daily total of all insulin delivered = 18.6. (B)(6) 2021 daily total of all insulin delivered = 18.325. Device returned with no allegations. Pump error 63 alarm confirmed in the history file due to broken trace at u1 pin 6.